Event description:
The event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with list where the customer reported that the set was leaking chemo at the the clave cap connection and the cap looks pressed down. The chemo drug was not administered to the patient; there was no unprotected chemo exposure to the patient and healthcare provider. The chemo leaked into the floor. There was no issue with the pump, only the set.. There was patient involvement and no harm reported.

Manufacturer narrative:
Received one (1) used list #146870489 primary plum set attached to a spiros. As received seal tearing was observed on the blue clave of the secondary port. No stick downs were observed. No additional damage or anomalies observed. No matting device was returned for evaluation. The clave on the secondary port was disassembled to try and identify the cause of the seal tearing and a potential stick down. Seal tearing was observed on the top of the silicone seal and the internal spike was observed to be bent with collapsed windows. The complaint of a stick down and subsequent leakage can be confirmed. The probable cause of the damage observed is typical of the clave being accessed with an incompatible mating device during use. The dfu states: clave is compatible with luer connectors with an internal diameter (i.d.) Between .062 inch and .110 inch. The lot history was reviewed, no relevant nonconformities were identified that may have contributed to the reported complaint.